Event description:
It was reported that a patient presented to the ER with several inappropriate shocks for svt. Undersensing atrial sense event was observed. Reprogramming the device was performed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.